Event description:
A pt reported experiencing inaccurate low results with an ot ultra meter. The pt's blood glucose results were 222mg/dl (unk if this is a lab or meter result). Tests were done 21-30 mins part with a difference of >20%. Pt did not experience any adverse events. No further info has been reported.